Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter array could not undeploy to the neutral position and the catheter was difficult to withdraw from the patient. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave catheter was used. After delivering therapy the catheter was going to be withdrawn from the patient when it was found that the array could not undeploy to the neutral position. The catheter had to be jammed back into the sheath in order to be removed. The pfa portion of the procedure had been completed successfully, confirmed in post-mapping using a non-boston scientific device. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.